Manufacturer narrative:
A getinge service technician (fst) was sent for investigation and repair on (B)(6) 2022. The fans were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The fans were requested for internal investigation on (B)(6) 2022. A follow-up emdr will be submitted when additional information becomes available.

Event description:
It was reported that housing fan one and two are defective. No harm to a patient was reported. Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that both housing fans were defective. The failure occurred during turning on the machine. A getinge service technician (fst) was sent for investigation and repair on 2022-03-25. The fans were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected fans were investigated by getinge life-cycle-engineering on (B)(6) 2022. The device was started and no error message was displayed as reported by the customer. The logfiles were analyzed and the error message "fan defective" at the date of event could be confirmed. The fans were functional and the failure was not reproducible, however the investigator could narrow down the reported failure most probably to a - blockage of both fans or - fans disconnection as the fans are manufactured by another supplier, they will be send them for further investigation. Furthermore in the instruction for use (chapter 2.2.1 general risks in the use of heart-lung support systems) it is stated that the ventilation openings have to be checked before every use that they are not covered. A cardiohelp with a defective fan should be replaced as quickly as possible. Based on the results the reported failure "fans defective" could not be reproduced and the fans are functioning. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID#(B)(4).